Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context ofthe procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and eccentric lesion in the proximal diagonal artery. The patient presented with a perforation and an attempt was made to use a 3.5x16mm graftmaster stent; however, the stent system failed to cross after several attempts. The procedure was successfully completed with a new 3.5x16mm graftmaster stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.